Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing threshold on the atrial lead, right ventricular (rv) lead, and left ventricular (lv) lead. The physician elected to explant and replace the atrial and rv lead; and cap and replace the lv lead on (B)(6) 2024. The patient condition was stable following the procedure.